Event description:
It was reported that the subject device had short in the cord. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the device failed leak test and pin holes on the cable. Based on the results of the investigation, and since the customer reported malfunction was not confirmed, a root cause could not be established. Based on the results of the investigation, it is likely the device failed the leak test due to pinholes on the cable. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.